Manufacturer narrative:
The investigation confirmed the roller bearing had failed. It is assumed that the internal grease had diminished, resulting in difficulty for one of the rollers to spin at a consistent speed.

Event description:
During procedure, perfusionist received a "speed error" alarm and the pump stopped. User replaced the pump and the case continued. There was no patient harm. (B)(6) considers any event in which the pump stops to be reportable.